Manufacturer narrative:
The reported event of a broken lead was confirmed. As received, microscopic inspection revealed that the lead body had a kink where all the internal wires were broken. The broken wires are consistent with an overstress condition that the lead was subjected to while in vivo.

Event description:
Related manufacturer reference number: 3006705815-2021-00581. It was reported the patient fell on (B)(6) 2021 resulting in the patients ipg becoming non functional and the lead to fracture. Surgical intervention was undertaken on (B)(6) 2021 wherein the ipg and lead were explanted and replaced. Surgical intervention addressed the issue.